Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver would not boot and charge as call tech support was displayed on the screen. Err68, err69 and err121 were observed in the receiver download. The customer complaint was confirmed because multiple firmware errors were found in the receiver log and call tech support was observed on receiver display. A root cause could not be determined.